Event description:
This report summarizes <noe> 22 </noe> malfunction events in which the device reportedly overheated. 20 events had no patient involvement; no patient impact. 1 event had no known impact or consequences to the patient. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 22 previously reported events are included in this follow-up record. Product return status 19 devices were received. 3 devices were not available for evaluation. Event confirmation status 2 reported events were confirmed. 17 reported events were not confirmed. Evaluation results 12 devices were found to be affected by corrosion. 3 devices were found to be affected by compromised lubrication. 3 devices had no device problem found. 1 device was found to be affected by damaged bearings.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: b5, h10. 21 events were originally reported for this failure mode during the reporting quarter. 22 events should have been reported; 1 event was inadvertently excluded. 22 reported events are included in this follow-up record. Product return status: 19 devices were received. 3 device investigation types have not yet been determined. Event confirmation status: 2 reported events were confirmed. 17 reported events were not confirmed. Evaluation results: 12 devices were found to be affected by corrosion. 3 devices were found to be affected by compromised lubrication. 3 devices had no device problem found. 1 device was found to be affected by damaged bearings.

Event description:
This report summarizes <noe> 22 </noe> malfunction events in which the device reportedly overheated. 19 events had no patient involvement; no patient impact. 1 event had no known impact or consequences to the patient. 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 21 events were reported for this quarter. Product return status: 12 devices were received. 9 device investigation types have not yet been determined. Event confirmation status: 12 reported events were not confirmed. Evaluation results: 6 devices were found to be affected by corrosion. 3 devices were found to be affected by compromised lubrication. 3 devices had no device problem found. Additional information: 21 devices were not labeled for single-use. 21 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 21 </noe> malfunction events in which the device reportedly overheated. 18 events had no patient involvement; no patient impact. 1 event had no known impact or consequences to the patient. 2 events had patient involvement; no patient impact.